Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner is cutting into their gum between #8 and #9. Patient had to trim a piece of plastic from the spot on the aligner because it was cutting into their upper lip and causing discomfort. Patient is in step 2 and step 1 had the same issue, and they are unsure if it is an issue in their future aligners. Requested photo of aligners step 1-4 side by side to determine if plastic of the aligners is ok. Also requested occlusal photo to evaluate.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.